Event description:
This rv lead was implanted on (B)(6) 2015, and remains implanted at this time. A call was placed to technical services on 3/28/2017. In which it was reported, that premature ventricular contractions falls into blanking, followed by rvp that does not capture. It is marked loss of capture. And followed up by back up space. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).